Event description:
Erosion through vaginal epithelium, bilateral leg pain - weakness, low back pain, groin pain, buttock pain, lithotomy positioning. Extreme flex of hips - legs (right hip total replacement (B)(6) 2011). Meniscal tears - both knees, unable to stand, sit or walk normally for months following surgery for prolapse.